Manufacturer narrative:
The returned device was received with the cannula deployed. The bottom housing needle exit was inspected and no notable damages or defects were noted. However, the formed needle was determined to have a blunt tip. Although an issue was noted with the needle, it could not be fully determined if this was the cause for the needle to deploy late. Small cracks were found on the outer housing. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The father of a patient reports while changing a pod the needle did not deploy but once removed the needle deployed late in his hand. The pod was not worn and the patient was able to activate a new pod.